Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1346t competitor implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) not feeling well. There was no magnet response, no telemetryand no capture with the device. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.